Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. Spouse advised patient broke out all over under the lifevest. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a medication. Patient was unable to recall the name of the prescribed medication. Follow up indicated that the skin irritation was improving.